Event description:
It was reported the lead was capped and replaced due to a lead integrity alert sounding. The patient outcome is noted as 'okay'.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns.